Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was experiencing intermittent charging issues despite the attempt of multiple usb cables and power sources. The customer's blood glucose (bg) level was impacted (over 600 mg/dl) with ketones. The customer's healthcare provider identified the ketones as dangerous. The customer stated they charged the pump and delivered a correction bolus. It was indicated that the customer would continue to use the pump until the replacement pump was received.